Manufacturer narrative:
Device received for this event is being corrected from osseospeed tx 4.0s - 8 mm catalog #: 24940 to osseospeed 4.0 s - 8 mm catalog#: 24620. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.